Event description:
It was reported by customer that when flushed line with ns, reporter noted a significant amount of leak out from the insertion site. Discovered that the PICC line catheter has a tiny hole at 10cm. Additional information received 12/7/2023: it was reported there was no treatment for this patient, but we used PICC for blood work and it was working. There was no delay or impact to the patient but PICC nurse had to change the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.